Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: let236973v no anomalies found, full lead analyzed. Analysis of the device (pkm414817h) is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had short periods of asystole and dizziness in the ER. The patient is pacemaker dependent. A dislodgement of the rv lead was suspected and the event could not be reproduced upon interrogation. The device and lead were explanted and no further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: no anomalies found; full lead analyzed. No anomalies found. Other text : it was reported that the patient had short periods of asystole and dizziness in the ER (emergency room). The patient is pacemaker dependent. A dislodgement of the rv (right ventricular) lead was suspected. The event could not be reproduced upon interrogation. Both the device and lead were explanted, and no further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated.

Event description:
It was reported that the patient had short periods of asystole and dizziness in the ER (emergency room). The patient is pacemaker dependent. A dislodgement of the rv (right ventricular) lead was suspected. The event could not be reproduced upon interrogation. Both the device and lead were explanted, and no further patient complications were reported as a result of this event.